Event description:
Individual lap sponge packs from medical action contained contaminants in 50% of the packs in lot # pl1411fo1. Unsure of the percentage, but medical action lap sponges lot #pl1412do1 was also affected. The lap sponges found in the phs packs are made by medical action. Vendor item #430400040. Description: sponge, lap 18x18 pre-washed. Warehousing: china. Dates of use: (B)(6) 2015. Reason for use: scheduled surgery.